Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements of greater than 3,000 ohms. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements of greater than 3,000 ohms. No adverse patient effects were reported. The lead remains in service. Additional information was received that the physician felt this ra lead was not functioning properly; therefore, had reprogrammed the device to vvi mode, as the patient did not require ra pacing. No adverse patient effects were reported. The lead remains in service.